Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump was unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported that insulin was squirting out from the insulin pump during the manual prime process. The customer's blood glucose level was not known. The customer further stated he believed there was a prime rewind alarm, some motor issues, and the drive support cap was tilted and sticking out on one side. The customer stated he could not troubleshooting at that time. Nothing further was reported.